Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (67 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation. Pt info requested. The exact date of event was not provided but it occurred in (B)(6) 2018.

Event description:
Clinic reported a patient who developed infections in both axillae and abscess on right axilla post miradry treatment. Both axillae were drained, and antibiotics were prescribed.